Manufacturer narrative:
(B)(4). Two device were received. The analysis results found that both devices were received in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the devices achieved a full firing stroke. The devices were reloaded with staples, a new washer was placed on the device and it was tested for functionality. They fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The safety functioned as intended and without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a hemorrhoidectomy procedure the surgeon found that the safety knob, the red button, has been unlocked when he got the stapler from the packing. After firing and wait two minutes after "crushing" sound, he removed the stapler. Some staples were still sitting in the housing. The staple line was not well formed and there were 2-3 sites that the staples were missing. Severe bleeding occurred. He put the purse string device and applied pressure on the bleeding site to minimize the bleeding temporarily. Then he fired another pph03 over the original staple line. The second stapler worked fine and bleeding stopped. He found around 500ml blood loss and take an hour more for the whole case. Two devices will be returning as it is not clear which device was the device that failed.